Event description:
It was reported that the customer had a cracks were button are and no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer said that the screen of the insulin pump is hard to read. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer was advised that the insulin pump will need to be replaced. The troubleshooting for no delivery was performed. The customer was asked to rewind insulin pump and resinsert reservoir into the insulin pump and raun manual prime to at least 5.0 units. The customer stated that the insulin pump did not alarm. The customer was advised the insulin pump is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corners, minor scratched lcd window. Unable to verify belt clip anomaly due to the belt clip was not returned with the insulin pump.